Event description:
The account stated that the architect i2000sr analyzer has generated false positive b-hcg results on two patient samples. The initial result for one patient with menopause was positive at 354 iu/l. The following day the sample was retested and the result was negative (the actual result was not provided). There was no adverse impact to patient management reported.

Manufacturer narrative:
(B)(4). This is an initial report. An investigation is in process. A follow-up report will be submitted when the investigation is complete.